Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the implant, there was atrial oversensing when closing the pocket. It was also reported that there was blood ingress from the defibrillator atrial grommet onto the distal atrial lead port. Bathing the atrial setscrew grommet with antibiotic solution replicated the atrial oversensing. The device was not implanted and was replaced. No patient complications were reported as a result of this event.